Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a revision surgery was performed to address two vital polyaxial iliac screws that loosened in the bone postoperatively. During the revision, the surgeon added two additional screws and used offset connectors to attach them to the existing construct. Patient impacts beyond the revision surgery are currently unknown. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00043.

Event description:
It was reported a revision surgery was performed to address two vital polyaxial iliac screws that loosened in the bone postoperatively. During the revision, the surgeon added two additional screws and used offset connectors to attach them to the existing construct. Patient impacts beyond the revision surgery are currently unknown. This is report one of two for this event.